Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection and urinary problems. The patient underwent a hysterectomy on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and boston scientific advantage were implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and pelvilace was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic prolapse, cystocele, rectocele and enterocele. It was reported that the patient underwent the concurrent procedures of transvaginal hysterectomy, anterior colporrhaphy, posterior colporrhaphy and enterocele repair, and repair of perineal defect performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder outlet obstruction and urinary tract infection.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent urethrolysis and excision of synthetic sling concurrently with placement of bard mesh on (B)(6) 2011.